Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle could not prime. There was no report of patient impact. The following information was provided by the initial reporter: "needle clog (priming)",

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle could not prime. There was no report of patient impact. The following information was provided by the initial reporter: "needle clog (priming)".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 12sept2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 3rd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.